Event description:
During a coil embolization procedure, 2 orbit mini complex fill2.5x3.5bcoils (637mf2535/ 15398932- 15223491) stretched, and the enterprise vrd (enf452812/ 10051681) deployed on hub.

Manufacturer narrative:
During a coil embolization procedure, 2 orbit mini complex fill2.5x3.5bcoils (637mf2535/ 15398932- 15223491) stretched, and the enterprise vrd (enf452812/ 10051681) deployed on hub. It was indicated that there was no reported event and no potential adverse event. No further clinical or procedural information has been provided in response to multiple investigative attempts. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside of plastic bag. As received the support coil, gripper and embolic coil were not within the introducer; the introducer was not returned for analysis. The hypotube was inspected and several kinks were found throughout it. The support coil was found to have several kinks, the gripper was noted to have no damages, while the embolic coil was still attached to the gripper and it was stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was confirmed to be stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks on hypotube and support coil, and also the stretched condition of the embolic coil could not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place to prevent these types of damages leaving from the facility. Due to the lack of information, contributing factors and root cause of the reported event cannot be determined. However, neither the analysis nor the device history records review suggests a relationship to the manufacturing process. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00186 and 1058196-2012-00187.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223491 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00186 and 1058196-2012-00187.